Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) did not inflate. The app was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) did not inflate. The app was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a tear in the distal end of the cylinder. The first cylinder had wear at fold in the proximal end and distal end of the cylinder. The second cylinder was microscopically inspected and had wear at fold in the proximal end and distal end of the cylinder. Ambicor pump passed visual inspection. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) did not inflate. The app was explanted and replaced. There were no patient complications reported.